Event description:
It was reported that the ventilator "cut off" with an audible alarm a couple of times while connected to the pt. The pt, who uses the ventilator when sleeping, has a nurse to monitor her at night. The pt was switched to a back-up ventilator. No reported harm to the pt.